Manufacturer narrative:
Concomitant medical products: 5076, lead, implanted: (B)(6) 2004; 4193, lead, implanted (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden increase in impedance to a high range. Reprogramming to a different configuration was attempted but impedance remained high. Elevated thresholds and lead fracture were also reported. The patient was to be programmed to rv pacing only and be monitored for any onset of noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.